Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they weren't urinating and they weren't feeling stimulation so the call center had the patient increase from 1.2v to 2.3v; they were able to feel stimulation. Consumer will monitor symptoms now that change was made and follow up with the healthcare provider (hcp) if the issue doesn't resolve. No further patient complications have been reported as a result of this event.